Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Reportedly, the customer resumed insulin therapy without changing the pump supplies. Customer declined troubleshooting with tandem technical support. Customer's blood glucose level was 166 mg/dl.